Event description:
It was reported that the customer had a a21 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that when asked to press button on insulin pump, he couldn't due to a21 alarm the customer was transferred to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.